Event description:
During a regular pacemaker check, an inconsistency was reportedly noticed on the displayed battery curve. An explanation is required.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united sates. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.